Event description:
Consumer reported via phone that while using brushhead a piece of the top part has broken. No injury was reported.

Manufacturer narrative:
23-jun-2021 product investigation results: product return was received and investigated. The investigation of the complaint was done without fault.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer reported via phone that while using brushhead a piece of the top part has broken. No injury was reported.